Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "patient presented in surgeon's clinic with painful hip [approximately] 7 years after tha. Upon testing ion levels, were found to be elevated. Patient taken to or for revision thr and the femoral head was removed and replaced with a v-40 universal taper +4mm adapter sleeve and a biolox delta anatonic taper femoral head."